Manufacturer narrative:
The device was not returned for analysis since it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during the implant procedure of this pacemaker, the right atrial automatic threshold (raat) test exhibited high pacing thresholds. Atrial fusion was noted and the physician suspected that could be caused by oversensing of ventricular activity. It was recommended to evaluate with a pacing system analyzer (psa), along with consideration of programming options. No adverse patient effects were reported. This device remains in service.